Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, while the patient was having an aortogram procedure, contrast medium leaked through the connection that goes to the catheter of the injector extension of the 65 cm catheter extension tubing. The damage was noticed at the time of the contrast medium injection. It leaked at a female connection point and it was changed for another extension which had the same problem. Another cordis extension was passed and it worked without any problem. The procedure was carried out without any further complications and the patient left in perfect condition. There was no reported patient injury. There were no damages noted to the devices. The devices are expected to be returned for evaluation.

Manufacturer narrative:
As reported, while the patient was having an aortogram procedure, contrast medium leaked through the connection that goes to the catheter of the injector extension of the 65 cm catheter extension tubing. The damage was noticed at the time of the contrast medium injection. It leaked at a female connection point and it was changed for another extension which had the same problem. Another cordis extension was passed and it worked without any problem. The procedure was carried out without any further complications and the patient left in perfect condition. There was no reported patient injury. There were no damages noted to the devices. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. Without the return of the device or images for analysis, the reported customer event ¿catheter extension tubing-leakage¿ could not be confirmed for either device. Shipping/handling factors may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿to prevent damage, withdraw the catheter extension gently. Rapid removal or jerking may damage the extension.¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
The device was not returned for evaluation as anticipated.